Manufacturer narrative:
Patient weight was not provided by the author(s). Buckley, robert t., anthony c. Wang, john w. Miller, edward j. Novotny, and jeffrey g. Ojemann. "Stereotactic laser ablation for hypothalamic and deep intraventricular lesions." Neurosurgical focus 41.4 (2016): n. Pag. Web. The exact system information could not be determined as it was not provided. However, the system listed on this form was at the address listed in the article during the time some of the surgeries were completed. Device mfg date not available at the time of this submission. This was one of the patients with a larger tumor. She developed acute obstructive hydrocephalus 24¿48 hours after laser ablation. The lesion was a third ventricle lesion. The location and size of the lesion likely contributed to the postoperative hydrocephalus due to postoperative edema of the treated area obstructing csf flow. Author state the following "the shunt failure was most likely secondary to postablation edema worsening csf outlet obstruction in patients with shunt-treated or partially compensated obstructive hydrocephalus; an additional role may be played by leakage of protein or blood products into the ventricles during catheter placement and following tumor ablation." No requests for system service have been received regarding the reported events. The article does not allege that the medtronic system caused the reported events. Reported events/complications are known inherent risks to this procedure/disease type. No allegation of malfunction.

Event description:
Attached article, stereotactic laser ablation for hypothalamic and deep intraventricular lesions by buckley et al, reports that a patient undergoing laser ablation for a hypothalamic/third ventricular tumor, experienced postoperative acute shunt obstruction (valve) requiring return to operating room for shunt revision and postoperative administration of lenalidomide. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction to UDI. Device mfg date now provided.